Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Event description:
It was reported that there was a left abgii hip revised due to fracture. On (B)(6) 2013, the sales rep confirmed that the patient fell which resulted in a proximal femoral fracture. He also confirmed there was no metallosis or altr. The surgeon intended to repair the fracture but decided to remove the abg ii components since they were part of the recall.

Manufacturer narrative:
An event regarding fracture involving an abgii modular device was reported. The event was confirmed. Device evaluation was not performed as no devices were received. A review of device history records found the devices in the reported lot were accepted into final stock with no reported discrepancies. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported fracture is considered to be under the scope of this recall. No further investigation is required.

Event description:
It was reported that there was a left abgii hip revised due to fracture. On (B)(6) 2013, the sales rep confirmed that the patient fell which resulted in a proximal femoral fracture. He also confirmed there was no metallosis or altr. The surgeon intended to repair the fracture but decided to remove the abg ii components since they were part of the recall.